Manufacturer narrative:
No sample was returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The reported event could not be confirmed as no sample was returned. The instruction for use states the following: "once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was water stuck in the pads and the water did not circulate. Therapy was interrupted in order to replace all of the pads with a new set of pads. Therapy was resumed with the new set of pads without any further issues.